Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed 20 september 2019. One unrelated non-conformance on this lot number. Final micro and sterility tests passed. Total qty released: (B)(4). Expiry date: 31-may-2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 09 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to osteoarthritis and pain. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2016 the patient underwent a right knee revision due to instability, open repair of quadriceps tendon, posterior cruciate ligament injury, and pain. The surgeon indicated in (B)(6) 2016, the patient indicated he heard a pop in the right knee then developed instability. The surgeon reported upon entering the knee, he encountered blood and it looked like the patellar tendon had ruptured recently. The surgeon reported the patellar component was stable. He offered no concerns regarding the tibial nor femoral components, though they were revised. The patient was implanted with attune knee system and depuy cement x 2, and there were no complications reported with the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2016 (rt knee).